Event description:
It was reported that the device was returned for exchange . No patient injury. Additional information on follow up , device was overheating during procedure.

Manufacturer narrative:
Analysis of the product :it's not possible to insert the tool due to a broken tube bearing , due to this it is also not possible to perform the pre repair temperature check. Some laser markings are faded. If information is provided in the future, a supplemental report will be issued.